Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-09068 / 09069 & 2016-03219).

Event description:
During a hip revision procedure, the patient's greater trochanter was fractured. The fracture was repaired with wires.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - biomet m2a magnum taper adapter catalog#: 139259 lot#: 036980.